Manufacturer narrative:
G4: 23mar2020. B4: 25mar2020. Multiple attempts were to contact the customer and obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. If new information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported low oxygen failure. It is unknown if the device was in patient use during the time of the event, but no patient harm was reported.